Manufacturer narrative:
The device was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 years after the dental implant and full upper arch were placed, the implant lost osseointegration in type ii bone. Clinician reports pain, mobility, swelling and inflammation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 years after the dental implant and full upper arch were placed, the implant lost osseointegration in type ii bone. Clinician reports pain, mobility, swelling and inflammation. There were no reported post-operative complications.